Event description:
(B)(4). Same case as MDR ID 2134265-2012-06859, MDR ID 2134265-2012-06860. It was reported that after a percutaneous coronary intervention (pci) stenting treatment procedure the patient experienced myocardial infarction and restenosis. The target lesion #1 was a long bifurcated lesion located in the 1st obtuse marginal with 100% stenosis and was 72 mm long with a reference vessel diameter of 3.00 mm. The target lesion #1 was treated with pre-dilatation and placement of proximally overlapping 3.00 mm x 32 mm promus element stent and distally overlapping 2.50 mm x 16 mm promus element stent to a non-study stent, with 0% residual stenosis. The target lesion #2 was a de novo lesion located in the proximal left circumflex artery (lcx) with 60% stenosis and was 20 mm long with a reference vessel diameter of 3.00 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.00 mm x 24 mm promus element stent with 0% residual stenosis. In (B)(6) 2010, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2012, the subject experienced elevated ck and an event of myocardial infarction was reported. In-stent stenosis located in the proximal lcx extending into the 1st obtuse marginal was treated with balloon angioplasty using a 3.0 mm x 20 mm non-bsc drug eluting balloon resulting in good flow into the periphery. Additionally, the 100% stenosis located in the 1st lpl (left posterolateral) was treated with balloon angioplasty with 0% residual stenosis. Medication was given to treat this event. The subject experienced ischemic symptoms and the site has confirmed that no ECG was performed. The event was considered resolved without residual effects. The patient was discharged six days later in (B)(6) 2012, 12 days post discharge, the subject presented with recurrent cardiac decompensations. 90% stenosis located in the 1st lpl was treated with balloon angioplasty with the placement of a 2.25 mm x 28 mm promus element drug eluting stent and subsequently a 2.5 mm x 28 mm non-bsc drug eluting stent is deployed in the same location, with 0% residual stenosis. Additionally, a non-target vessel revascularization was also performed in rca (right coronary artery) which was treated with balloon angioplasty and placement of a 2.5 x 28 mm non-bsc drug eluting stent, resulting in flow improvement. The subject was treated with ICD implantation. In (B)(6) 2012, the subject underwent aortic valve replacement. In (B)(6) 2012, the event was considered resolved without residual effects and the subject was discharged.

Manufacturer narrative:
Date of birth: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).